Event description:
The surgeon reports a difficulty during an attempted implantation of an adapt ao intraocular lens using the ai-28b delivery system. The iol optic was damaged during insertion. The incision was enlarged to remove the damaged iol intraoperatively, and the pt was put on longer course of anti-inflammatories and antibiotic to treat the corneal tissue. According to the info rec'd, the pt was expected to fully recover within one to two weeks postoperatively. Add'l info has been requested, but has not been rec'd. Please reference MDR #: 1119279-2011-00102.